Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, incorrect size.

Manufacturer narrative:
A device was received in a condition making evaluation impossible. However, because quality's examination may not conclusively confirm or disprove the report of incorrect sizing, quality accepts the physician's observations of such as the reason for surgical intervention. Quality was not able to perform manufacturing record review due to the lot number not being provided. If additional information is received, quality will re-evaluate this complaint in accordance to procedures. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.